Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced universal surgical manipulator (usm) 2 for error 23137 and customer satisfaction due to horizontal drifting when single pressing insertion button with instrument installed allowing gravity to take over arm. The system was tested and verified as ready for use. The isi has received the usm instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A review of the video clip was conducted by an advanced failure analysis engineer. This event is typically referred to as ¿drifting¿ where the arm moves in the yaw direction when the arm is clutched. A faulty yaw searchlight sensor can cause this. Fa expects to see some pot-to-encoder errors in the logs (errors 23008 or 23137) and looking at the logs for this arm, there were a lot of 23137 errors on yaw. The issue is only seen when the arm is clutched which appears to be the case here. This would not have an impact on the surgeon controlling an instrument or endoscope.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, when the instrument clutch on the universal surgical manipulator (usm) 2 was activated, the usm would fall. The site completed the procedure as planned, with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the issue did not occur with the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The usm moved on its own when the instrument was inserted and was not moving in the intended direction; it should not have moved at all. The timing of instrument movement was appropriate. No shakiness and/or friction observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was intermittent but had been going on consistently for about a week for the surgeon. The customer did not have the lot number of the arm drape, and it was no longer available. There was no patient injury or harm. The device was inspected prior to insertion with no damage or anything out of the ordinary. The instrument was not available; the issue was not instrument related. The customer took a video of the arm when it was falling over and forwarded it to the isi field service engineer. The issue was not replicated. The issue occurred when the customer initially was inserting the instrument onto the arm.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and found to have error 23137. The unit was tested on an in-house system in normal mode with no related errors. The unit was also tested on a testing platform where it failed pitch chipencoder virtual absolute (cva) characterization because the cva printed circuit assembly (pca) was dirty. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h10/h11 for follow-up information.